Manufacturer narrative:
An event of regurgitation and valve migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The physician indicated they thought the migration was due to minor root calcification and insufficient anchoring of the device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that in (B)(6) 2021, a 29m navitor valve was chosen for procedure. The aortic annulus area was 527.1mm^2, perimeter was 82.9mm, and area derived diameter was 25.9mm. During procedure, the valve was deeply implanted and repositioned once. Afterwards, there was mild aortic regurgitation and no residual gradient. Post-procedure, there were two episodes of acute heart failure with progressing to hemodynamic instability with occurrence of severe aortic regurgitation. Fluoroscopy showed that there was migration of the navitor valve into the left ventricular outflow tract. The navitor implantation depth directly post-implant was 35.2mm from the navitor edge to the lm. On day 8 post procedure, the implantation depth was 39.2mm from the navitor edge to the lm. According to the physician, the migration was due to relative minor root calcification and insufficient anchoring of the device. On day 8 post procedure, another transcatheter aortic valve replacement was implanted within the navitor valve.